Manufacturer narrative:
On (B)(6) 2016 a field service engineer (fse) was dispatched. The fse found the z axis guide rod dirty with old grease, cleaned the rod and lubricated it. Operation was tested with no errors. The fse upgraded software to rev 5.23 and ran customer quality controls. The instrument was up and operational and all errors cleared. The g8 analyzer was functioning as intended and errors cleared. No further action required by field service. The probable cause of the event was a guide rail that needed cleaning and lubrication. A complaint history review for serial number was conducted from (B)(6) 2015 through (B)(6) 2016 for similar complaints. There were no similar complaints identified during the search period. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under (B)(4).

Event description:
On (B)(6) 2016 a customer reported z-axis errors when the needle was moving back up from sampling from a tube with the g8 analyzer. A field service engineer (fse) was dispatched. The customer is unable to run hbaic patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hbaic patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting.